Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 11 bursts of inappropriate anti-tachycardia pacing (atp) and 6 inappropriate shocks due to an atrial driven rhythm with rapid ventricular response (rvr), this led to therapy exhaustion. The device had stored episodes of pacemaker mediated tachycardia (pmt) which were atrial driven. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.